Event description:
It was reported that the customer was unable to upload his insulin pump to carelink because of multiple alarms in the alarm history. He received an external error, an unexpected restart, a displayable history check failed on startup, and the flash is incorrect for factory stored information alarms. His blood glucose level was 140 mg/dl. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Pump passed the self test. No a17, a54, or a47 alarms during testing however, a47 alarm found in the alarm history file due to corrupted history file. Pump passed the a21 error test. No a21 alarm noted. Pump was able to download to the care link software without any errors. Pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.